Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that nearly 1 year after treatment was supposed to be completed, their bottom teeth still are not close to being straight. They have an underbite that they never had before. Their canine teeth hit on both sides after wearing aligners but gets better as the day goes on. They also have space in their teeth where food gets stuck. They also reported mobility, discoloration, and broken tooth. The broken tooth is the upper right molar and the filling fell out while they were eating. Patient did provide video, mobility is with in normal limit, bite has slight post open bite. Advised patient to see dentist to evaluate the broken upper right molar.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.